Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the shaft was not broken. The internal contents of the white housing appear to be broken. There was nothing wrong with the jaw or grip tip. The tip was not damaged. No cables were broken. No fragments missing from the tip or any of the instrument. Nothing fell into the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.